Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed radio frequency error. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with constant radiofrequency failed self-test alarm due to a faulty connector on the radiofrequency board. Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed self-test, rewind test, displacement test, prime test and excessive no delivery test. Device had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube and cracked case at reservoir tube window corners.